Manufacturer narrative:
G4: this report is being filed on an international product, list number 710-100 that has a similar product distributed in the us, list number 710-000. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported three (3) false negative results with the binaxnow strep pneumoniae 22t assay performed on three (3) patients between (B)(6) 2026 and (B)(6) 2026 with an unknown sample type. This report is for patient one (1) of three (3). The customer reported a false negative result with the binaxnow strep pneumoniae 22t assay performed on (B)(6) with an unknown sample type. Confirmatory testing results were not provided. Although requested, no additional information, including patient information, treatment, or outcome, was provided.